Event description:
The patient reported experiencing pain from her scs ipg pressing against her sciatic nerve on her left side. The pain occurs with and without system stimulation. Additionally, one corner of the patient's scs ipg sticks out. The patient desires to have her scs system removed and will be consulting with the physician. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.